Manufacturer narrative:
The device has been received, but the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. A steerable gide catheter (sgc) and a mitraclip xtw was inserted, one of the mitraclip grippers could not lower while attempting simultaneous grasps of the leaflets. Troubleshooting was performed unsuccessfully. The mitraclip xtw was removed. It was determined that the gripper line was broken. A new mitraclip xtw was inserted and positioned over the mitral valve. During attempts to grasp, the mitraclip grippers could not lower. The second mitraclip xtw was removed. The procedure continued and two mitraclips were implanted successfully. The final mr was grade 1-2. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported broken gripper line and single gripper actuation issue were confirmed via device analysis. Additionally, the frictional elements were observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported single gripper actuation issue was a cascading event of the reported broken gripper line. The reported broken gripper line and the observed scratched frictional elements appear to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.